Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Pt complaining of: increase in pain, shooting pains, embarrassing squeak. Pt notified in (B)(6) 2010 of recall. Underwent exam in (B)(6) 2011. Pt had elevated chromium and cobalt levels. Hospitalized on (B)(6) 2011. Revised on (B)(6) 2011.